Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, video was provided for review. The investigation of the reported event is currently underway. Section a through f : the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent implantation of a long term glidepath hemodialysis catheter via the internal jugular vein. During the insertion procedure, the guidewire could not be positioned normally and was found to be deformed. The catheter did not enter the blood vessel. It was further reported that the guidewire sustained a partial fracture after becoming stuck in the needle tube. The procedure was completed using another device. There was no reported patient injury.